Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and system was used for planned treatment/non-emergency treatment when the issue occurred. The procedure got delayed and the patient was moved to another room to complete the procedure. Field service engineer (fse) inspected the system onsite and confirmed that the system doesn¿t start. Upon functional testing, it was found that the pdu fan tray and dcps unit was faulty. The fse replaced pdu fan tray. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the event. No harm has been reported to philips.